Manufacturer narrative:
Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that when catheter was pulled out of the package, nurse noticed black mark on the tip of the IV catheter. Reported issue: per customer, a black mark on the tip of the IV catheter. This catheter was pulled out of the package when nurse noted the black mark and then saved catheter for educator.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that when catheter was pulled out of the package, nurse noticed black mark on the tip of the IV catheter. Reported issue: per customer, a black mark on the tip of the IV catheter. This catheter was pulled out of the package when nurse noted the black mark and then saved catheter for educator.